Event description:
It was reported patient underwent total knee arthroplasty on (B)(6), 2012. During procedure, the tibia fractured while inserting the cruciate wing implant.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. The surgeon is to be thoroughly familiar with the implants and instruments prior to performing surgery." The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.